Event description:
On (B)(6) 2023, it was reported by a patient contact that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis and pd catheter (not a fresenius product) infection of the stomach. There were no reported allegations of any issues with fresenius products in relation to the event. Additional follow-up was performed with the patient¿s pd nurse. It was stated that the patient was having symptoms of abdominal pain and was hospitalized on (B)(6) 2023. The nurse indicated that the patient had a pd culture obtained in the hospital, but that the pd culture results were not available. The patient was treated with antibiotic therapy with intra-peritoneal vancomycin (dose unknown). Additionally, the patient continued pd therapy (details are unknown). Per the nurse, the patient did not have a pd catheter infection. The nurse stated the patient had concomitant constipation. On (B)(6) 2023, the patient was discharged home continuing pd with the same cycler. The patient is recovering from the event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in aseptic technique during the pd exchange as the patient is known to be non-compliant.